Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pumps had a display error/problem. The message area of the display was illuminated such that they looked like "yellow boxes" instead of letters or numbers. (This was the other parameters). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer contacted the field service rep (fsr), and stated he replaced the roller pump with a spare pump (prior to prime), and all was good with the spare pump. This customer does not have a service agreement. There are several spare roller pumps at this account, so they may decide not to repair the suspect roller pump.